Event description:
It was reported that the stent moved and was not tightly wrapped on the stent delivery system balloon. A 4.00x16mm promus premier¿ stent was selected. The device was removed from the packaging and was inserted into a syringe to flush the distal lumen. After flushing, the device was inspected however it was noted that the stent moved a little on the stent delivery system (sds) balloon and was not tightly wrapped on the sds balloon. The device was not used and the procedure was completed using a 4.5x16mm rebel monorail stent. The device did not enter the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).